Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission while being admitted to the hospital for an unrelated procedure. Transmissions revealed right atrial (ra) lead noise. No intervention was performed. The patient was discharged with no reports of adverse consequences.